Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during normal follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The patient was asymptomatic. The lead was explanted during device change out for normal eri.